Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an unexpected reset occurred. Customer¿s blood glucose (bg) level was in 336 mg/dl - high (value not provided). Reportedly, customer consumed "ghost carbs" to address bg. Reportedly, the customer continued to use the pump for insulin therapy.